Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the force bipolar instrument was found to have a broken conductor wire. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The issue was found at central reprocessing. No loss of cautery was associated with broken/loose cable. No signs of thermal damage were noted. No arcing was observed during the procedure. No report of any collision or fragment fall.